Event description:
Information received indicates the brake caster is not holding.

Manufacturer narrative:
The technician found the brake caster was old and worn. He replaced the brake caster to repair the bed.